Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was a separate event that had led to the complications. It was confirmed that the surgeon determined that the bowel perforation was unrelated to the device or therapy. No further patient complications are anticipated or expected as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2017. It was reported that the patient went to the ER on the night of (B)(6) 2017 with a perforated bowel. The device was removed on (B)(6) 2017 and they were still in the hospital as of (B)(6) 2017. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.